Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported itching and redness before she removes the pod. She has noticed burning and pealing as well as redness around the cannula. The patient stated that there is also a blister. She reported that the irritation is the size of the pod, red, itchy, has a painful burning sensation, and that there is drainage from the site. She contacted her hcp and was given a cream for after the removal of the pod (triamcinolone acetonide cream 1 10th % and benadryl gel over the counter) since the site appeared to have burns. The pod was worn between 36 and 48 hours.